Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed left anterior descending artery. The 2.5 x 12 mm trek balloon was advanced, did not cross the lesion. It was changed to a 1.2 mm trek which did cross. The 2.5 trek was again delivered, but it still did not cross. A 2.25 mm trek crossed the lesion; however, during the first attempt to inflate, the balloon did not inflate at all and contrast was observed leaking from the balloon. It was thought that the balloon ruptured due to the calcification. (It was further noted that the balloon was not submerged in saline prior to use) a 2.25 mm non-abbott balloon was used for first pre-dilatation. The 2.5 mm trek was again delivered and it crossed the lesion and was inflated successfully. The procedure was completed using a 2.75 x 18 mm non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device (B)(4) incorrect prep. Guide wire: sion blue; guide cath: mach1 6f fl4, (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.